Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had multiple bent cannula issues since (B)(6) 2019. Her blood glucose level at the time of the incident was 600 mg/dl, to treat it she changed the infusion set, complete supplies, as well as the cartridge and gave multiple daily injections. On (B)(6) 2019, the infusion set was changed. Subsequently on (B)(6) 2019, she was admitted to the hospital due to diabetic ketoacidosis. The patient had high ketones, which the healthcare professional assessed as dangerous and life threatening. During hospitalization, she received intravenous insulin, zofran and fluid bolus, which resolved the issue. On (B)(6) 2019, she was released from the hospital. Further, there was no damage when the package was first opened. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.